Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an interrogation was performed using the mobile programmer application, and while the implantable device was in terrogated successfully, the screen transitioned to a display showing rhythms and strips. It was advised to end the session and close the mobile programmer application. Guidance was then provided to access the remote monitoring mobile application and it was successfully able interrogate the implantable device and transmit the data. No patient complications have been reported as a result of this event.